Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reporter via phone call that the insulin pump was exposed to moisture, had keypad anomaly and blank display. The customer stated that they had the insulin pump in a cup holder when water was spilled into it, submerging it. The customer also stated that had to push the b button really hard to go. The customer took the battery out and the insulin pump buzzed and had a blank display. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 180mg/dl at the time of the incident. The customer stated that the display went immediately blank after the daughter accidentally spilled water on it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.